Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-jun-2026, it was reported by a sales representative via phone that a qty. 2 of ar-9925t syndesmosis tightrope pro implants would not allow the button to flip on the medial side. This was discovered during a syndesmosis orif ankle fracture procedure with no patient harm. No procedural delay was experienced, and no additional anesthesia was administered. The case was completed using an ar-8925t syndesmosis tightrope xp without any further issues.